Event description:
The warmer's control panel is a thin plastic sheet with button areas identified on it. Circles at the button locations are all breaking out of the plastic sheet. The actual button actuator is still covered with a clear plastic sheet and the buttons do activate correctly. The outermost sheet that indicated where to press the buttons now has circular holes in it.manufacturer response for baby warmer, air shields (per site reporter).======================panels are available for purchase as repair parts.